Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging chronic obstructive pulmonary disease (copd) and bloody nose. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to a third-party service center, during the evaluation of the device, the third- party service center visually inspected the device and found no evidence of foam degradation. The device's downloaded event log was reviewed by the third-party service center and 32 errors was logged.

Manufacturer narrative:
In the previous report, box h: conclusion code grid has been captured incorrectly and updated correct code in this report. In describe event or problem the device evaluation has been captured in correctly and updated in the report. The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging chronic obstructive pulmonary disease (copd) and bloody nose. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation, but a dust contamination was found. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was thirty-two error code found. The third-party service center concludes that there was no visible foam degradation, but dust contamination was found. During the evaluation secondary findings were observed and unit got corrected. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.